Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Multiple 510k numbers: k111860 ,k130470.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. The customer identified that it was a false positive due to an irregular curve. There is no indication results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary a complaint of reader saturation was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint states that the customer received reader saturation errors, jagged amplification curves and n1 false positives while using the bd sars-cov-2 assay. Other information on the issue including run files, patient impact, resolution of the problem and so on are unable to be gathered from the customer. Therefore, the complaint is unable to be confirmed as an instrument issue with the little information present. The complaint investigation consisted of a review of the service notes, the service history of the instrument and related customer complaint data. The root cause could be the known reader saturation and false positives issue with the bd sars-cov-2 assay but it is unable to be confirmed as no parts, pictures or detailed descriptions are available for investigation. A corrective action CAPA 1632720 is open to address the issue with the original bd sars-cov-2 assay. No new risks, trends, or hazards were identified.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. The customer identified that it was a false positive due to an irregular curve. There is no indication results were reported out and there was no report of patient impact.